Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters 24ga 0.75in (0.7 x 19 mm) would not retract and partially retracted. The following information was provided by the initial reporter: "it was reported that the needle did not fully retract after starting an IV on a patient. Event description per snow verbatim states: our infusion office had another incident experienced by a different nurse where the needle did not fully retract after starting an IV on a patient. It was mentioned that if it happened again, we should save the product and a shipping container would be sent for us to send back to you for further investigation. Please advise us how to proceed."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received three partially retracted units. Through the visual inspection, damage to the grip was observed on all three units. The grip has been warped slightly inward acting as a stop when the units are retracted. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to misalignment of the plug probe. Preventative maintenance of the load plug and inspect plug station was verified to be up to date during the manufacturing of this lot. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters 24ga 0.75in (0.7 x 19 mm) would not retract and partially retracted. The following information was provided by the initial reporter: "it was reported that the needle did not fully retract after starting an IV on a patient. Event description per snow verbatim states: our infusion office had another incident experienced by a different nurse where the needle did not fully retract after starting an IV on a patient. It was mentioned that if it happened again, we should save the product and a shipping container would be sent for us to send back to you for further investigation. Please advise us how to proceed."